Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Data was it was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2023, the patient stated that the cgm was displaying low. She was shaking, vomiting and getting "charlie horses". The patient eventually passed out, an ambulance was called by her husband and she was transported to the hospital. It was reported that while the cgm was displaying low, the patient's actual blood sugard were high. The patient was treated with insulin for hyperglycemia, IV for dehydration and diagnosed with kidney failure. The patient was in the until (B)(6)2023. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.